Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, the imaging system was unable to complete the start up process. Disconnecting the interface (umbilical) cable and restarting the imaging system four separate times and this did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: imaging system logs are not available following multiple attempts made. Correction: at the time of on-site equipment testing, the medtronic representative also reinstalled software to make sure software is not causing the intermittent issue. At the time of reported issue, while troubleshooting, the collision zone had a green check, but not radiation and connection even after mobile view station (mvs) was connected. The radiologic technologist (rt) also tried different wall outlet with no resolution.